Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Despite multiple attempts, it was not possible to obtain additional details regarding the patient, or imagery concerning the implanted valve. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Congestive heart failure (chf) can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the patient and/or the implanted valve function. Based on the limited information available, the root cause for the valve stenosis 3 months and 21 days post valve implant could not be confirmed but may be related to the patient¿s co-morbidities (not provided) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6) and through the (B)(6) tavi registry, the patient expired 3 months and 21 days post implant of a 23mm sapien 3 valve via the transfemoral approach. The cause of death was reported to be heart failure caused by restenosis of the sapien 3 valve. No further information is available at this time.